Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records could not be performed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility and product history search could not be performed as part and lot number is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of birth-ni. Weight-ni. Date of event - ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ na. Manufacture date ¿ ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient has developed an allergy and rash three months post knee replacement. Patient was treated successfully with topical treatments.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.